Manufacturer narrative:
Additional, changed, and/or corrected data: aware date. Subsequent to the submission of initial medwatch, this report has been identified as a duplicate of (B)(6).

Event description:
Subsequent to the submission of initial medwatch, this report has been identified as a duplicate of (B)(6).

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report of a patient who was treated to the bilateral flanks and bilateral upper abdomen using the cooladvantage applicator. The patient has presented with paradoxical hyperplasia.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a a4 a6 b5 d1 d4 h6 h10. Continued a6: white. Continued h10: 3007215625-2021-01567. Continued d4: upm201917002 (reported upm does not populate). Correction to initial, emdr-(B)(4): aware date/g3: 7/27/2021. Duplicates of this record, mrn 3007215625-2021-01544, record are listed in h10.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the flanks and full abdomen on (B)(6) 2021 using the cooladvantage system applicators, who developed paradoxical hyperplasia (ph) after treatment. Previous emdr submission noted this record as a duplicate. Upon further review of information, allergan aesthetics has determined that this record is not a duplicate record. The following are duplicate mrns 3007215625-2021-01536 and 3007215625-2021-01567.